Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on december 16, 2015. (B)(4). Method - actual device evaluated. Method - visual inspection. Method - pressure testing. Results - stress problem. Conclusions - device difficult to operate. The sample was visually inspected, during which no anomalies were noted in regards to the amount or placement of loctite over the thermowell, or any other anomalies that may cause the unit to leak. The unit was then gradually pressurized in a water bath to roughly 1000 mmhg, during which the unit began to leak at approximately 500 mmhg while attempting to reach 1000 mmhg. The leak occurred at the thermowell. A review of the manufacturing records revealed no production related anomalies. As a result from the investigation, there are two possible root causes to the issue. The first possible cause is that the insert did not receive an adequate amount of adhesive to bond the thermowell to the insert sufficiently to maintain that seal during use. It is also possible that the thermowell probe placed too much stress on the thermowell in the affected area of low adhesive and caused the thermowell to separate from the insert and result in a leak. The other possible and more likely root cause is that the shunt sensor was handled beyond what is recommended. It is likely that the customer's technique contributed to the adhesive's inability to maintain a seal over the thermowell during use. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusion not yet available - evaluation in progress. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass the shunt sensor leaked blood. 1cc blood loss. Product was not changed out. Surgery was completed successfully.